Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") in a 33-year-old female patient who had essure (batch no. 626904,625646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and ovarian cystectomy. Previously administered products included for birth control: birth control from 1997 to july 2007. Concurrent conditions included cyst ovary, adenomyosis and uterus enlarged. Concomitant products included ibuprofen. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In march 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In june 2009, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with paracetamol (tylenol), antibiotics, surgery (hysterectomy, bilateral salpingectomy, left partial oophorectomy on (B)(6) 2017), surgery (total hysterectomy) and surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the dysmenorrhoea was resolving and the dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, mood swings, migraine, headache, vaginal discharge, weight increased and fatigue outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2008, the number of expanded coils that appeared trailing into the uterine cavity was 4 for both the fallopian tubes. Removal procedural necessary because of syptoms and issues. Current weight 158 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded pregnancy test urine - on (B)(6) 2008: negative result. Ultrasound scan - on (B)(6) 2017: right ovarian cyst, adenomyosis, enlarged uterus concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain lot number:625646 manufacture date:2007/08 expiration date: 2009/07 lot number:626904 manufacture date:2008/03 expiration date: 2010/02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") in a 33-year-old female patient who had essure (batch no: 626904,625646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and ovarian cystectomy. Previously administered products included for birth control: birth control from 1997 to on (B)(6) 2007. Concurrent conditions included cyst ovary, adenomyosis and uterus enlarged. Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"). On (B)(6) 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: acute vaginitis;"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with paracetamol (tylenol), antibiotics, surgery (hysterectomy, bilateral salpingectomy, left partial oophorectomy on (B)(6) 2017), surgery (total hysterectomy) and surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the dysmenorrhoea was resolving and the dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, mood swings, migraine, headache, vaginal discharge, weight increased, fatigue, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, the number of expanded coils that appeared trailing into the uterine cavity was 4 for both the fallopian tubes. Removal procedural necessary because of "symptoms" and issues. Current weight 158 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: essure device was successfully occluded pregnancy test urine: on (B)(6) 2008: negative result. Ultrasound scan: on (B)(6) 2017: right ovarian cyst, adenomyosis, enlarged uterus. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Lot number: 625646, manufacture date: 2007/08, expiration date: 2009/07. Lot number: 626904, manufacture date: 2008/03, expiration date: 2010/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: new pfs received- new events added: infection (bladder/urinary tract/vaginal) type: acute vaginitis; psychological or psychiatric problems condition: depression and mental anguish;were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain / pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") in a 33-year-old female patient who had essure (batch no. 626904,625646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and ovarian cystectomy. Previously administered products included for birth control: birth control from 1997 to (B)(6) 2007. Concurrent conditions included cyst ovary, adenomyosis, uterus enlarged and overweight. Concomitant products included ferrous sulfate since (B)(6) 2007, ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"), 1 month 3 days after insertion of essure. On (B)(6) 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: acute vaginitis;"). On (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with antibiotics, paracetamol (tylenol) and surgery (hysterectomy, bilateral salpingectomy, left partial oophorectomy on (B)(6) 2017 and total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the dysmenorrhoea, vaginal haemorrhage, menorrhagia and fatigue was resolving and the dyspareunia, menstrual disorder, mood swings, migraine, headache, vaginal discharge, weight increased, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: (B)(6) 2008, the number of expanded coils that appeared trailing into the uterine cavity was 4 for both the fallopian tubes. Removal procedural necessary because of syptoms and issues. Current weight 158 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure device was successfully occluded. Satisfactory normal-appearing intrauterine cavity with no flow of contrast across the fallopian tubes, suggesting bilateral occluder devices are functioning and completely occluding the fallopian tube lumens.. Pregnancy test urine - on (B)(6) 2008: results: negative result.. Ultrasound scan - on (B)(6) 2017: results: right ovarian cyst, adenomyosis, enlarged uterus. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Lot number:625646 manufacture date:2007/08 expiration date: 2009/07. Lot number:626904 manufacture date:2008/03 expiration date: 2010/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: plaintiff fact sheet received: event onset date were updated. Event outcome updated: fatigue, vaginal bleeding, menorrhagia. Medical history added. Concomitant drugs were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") in a 33-year-old female patient who had essure (batch no. 626904,625646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and ovarian cystectomy. Previously administered products included for birth control: birth control from 1997 to july 2007. Concurrent conditions included cyst ovary, adenomyosis and uterus enlarged. Concomitant products included ibuprofen. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and vaginal discharge ("vaginal discharge"). The patient was treated with paracetamol (tylenol), antibiotics, surgery (hysterectomy, bilateral salpingectomy, left partial oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the dysmenorrhoea was resolving and the dyspareunia, menstrual disorder, vaginal haemorrhage, menorrhagia, mood swings, migraine, headache, vaginal discharge, weight increased and fatigue outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2008, the number of expanded coils that appeared trailing into the uterine cavity was 4 for both the fallopian tubes. Removal procedural necessary because of syptoms and issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded pregnancy test urine - on (B)(6) 2008: negative result. Ultrasound scan - on (B)(6) 2017: right ovarian cyst, adenomyosis, enlarged uterus concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received and the following information was provided: mood swings, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, fatigue were added as event, treatment drugs and concomitant medication added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in a (B)(6) -year-old female patient who had essure (batch no. 626904,625646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and ovarian cystectomy. Concurrent conditions included cyst ovary, adenomyosis and uterus enlarged. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, left partial oophorectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had not resolved and the menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2008, the number of expanded coils that appeared trailing into the uterine cavity was 4 for both the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2008: negative result. Ultrasound scan - on (B)(6) 2017: right ovarian cyst, adenomyosis, enlarged uterus . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and mr received. Events added: abnormal bleeding (vaginal) and menorrhagia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.